Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and a high out of range pacing impedance measurement greater than 2,000 ohms and the patient complained of phrenic nerve stimulation. The patient was not pacemaker dependent. The noise was able to be reproduced and was suspected to be related to lead on lead contact. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.